Event description:
It was reported that the new batch of purewick urine collection system were not working, cannister was use half full, since they started using new batch, there was barely any fluid leaking into diaper. Nurse stated that they had uti.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was inconclusive because of a representative sample. 1 unopened female external catheter (wick) was returned. No visual defects were noted on the returned wick. The wick was inspected and found to be assembled correctly. A suction test was done by assembling the returned wick to the in-house accessories and in-house device (serial #(B)(6) ). Wick was found to suction 510 cc in 20 seconds. The in-house device passed with a value of 2.248 slpm. As the wick suctioned enough to pass differential water testing the reported event could not be confirmed. As the original device was not returned the reported event is inconclusive. It was unknown whether the reported product had caused the reported failure. It is unknown if the reported product met specification. The returned representative sample was able to meet relevant specification. The device was used for treatment. A potential root cause for this failure could be ¿inadequate material selection and/or wall thickness of tubing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warnings: ¿ do not use the purewicktm female external catheter with bedpan or any material that does not allow for sufficient airflow¿ ¿recommendations: ¿ perform each step with clean technique. In the home setting, wash hands thoroughly before device placement. ¿ prior to connecting the purewicktm female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. ¿ ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. ¿ properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. ¿ change suction tubing per hospital protocol or at least every thirty (30) days.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the new batch of purewick female external catheter were not working, canister was use half full, since they started using new batch, there was barely any fluid leaking into the diaper. The nurse stated that they had a urinary tract infection. Medical intervention was unknown.